Event description:
Neonate experienced blood loss from leaking IV tubing, which required a transfusion.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: inadequate quality assurance, none or unknown, unanticipated adverse reaction - short term, tubing. Conclusion: device failure occurred and was related to event, device failure directly caused event, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.